Event description:
It was reported that while the ventilator was connected to a pt, the ventilator was reading a lower oxygen concentration than set and an alarm for low oxygen concentration was generated. The ventilator was replaced. There was no harm to pt. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is completed. Ref. (B)(4).